Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 10atm each inflation. However, it was noted that the balloon ruptured. The device was removed without any issue using normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.